Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2023. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Device code a1502 captures the reportable event gel misplaced - vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on an unknown date. Prior to the placement fiducials markers were placed transperineally. The procedure was performed under general anesthesia. Upon image review, it was determined the hydrogel went into the capsule at the right posterolateral apex. The hydrogel was noted to be in a circular pattern around the prostate and was going up to the right iliac vessels but did not look to be moving too superior therefore it was noted the risk of embolization was low. The physician planned to do magnetic resonance imaging (MRI) to determine where the delineation of the prostate is with respect to the hydrogel. No patient complications were reported due to this event. The patient is going to receive an external beam radiation therapy of 70gy in 28 fractions.